Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the left ventricular lead's insulation buckled while maneuvering it over a guidewire. The guidewire became difficult to maneuver within the lead body and the physician removed them for inspection. It was noted that the insulation buckling would not allow the guidewire to advance the lead smoothly. The lead was not used, and a new lead was implanted. There were no patient consequences.